Manufacturer narrative:
Per the clinic, the device was explanted on (B)(6) 2021. The patient was reimplanted with a new device during the same surgery. This report is submitted on june 22, 2021.

Manufacturer narrative:
This report is submitted on december 2, 2019.

Event description:
Per the clinic, the patient experienced poor performance and high impedances with the device. Reprogramming attempts were made; however, the issue could not be resolved. The implant remains in-situ.